Manufacturer narrative:
The retrospective analysis has not indicated any technical failures of the system. The system performance was found to be according to spec and as expected. No new risk recognized.

Event description:
During essential tremor treatment, patient had reported of lip and tongue paresthesia. At the end of the treatment, tongue paresthesia had resolved but the lip paresthesia persisted.